Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. The customer declined troubleshooting for high blood glucose. Customer's other blood glucose was 200 mg/dl. Customer reported that sensor glucose value was 219 mg/dl and blood glucose value was 284 mg/dl. Insulin delivery was not suspended due to sensor glucose value. The insulin pump will not be returned for analysis.